Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of revi0190 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was inserted (B)(6) 2012 and used for hemodialysis. The catheter migrated out of inserted track on chest wall, but cuff remained ingrowth in tissue. Catheter became separated from cuff.